Event description:
It was reported that during an angioplasty of a fistula a balloon rupture and balloon material detachment occurred. A mustang balloon 8.0x40mm was used to treat the fistula. The balloon was inflated to approximately 28atm (above rated burst) and ruptured. The physician experienced difficulty removing the catheter and some of the balloon material detached in the patient. A snare was used to capture the detached fragments of the balloon. The balloon and its detached part were removed through a large sheath. No further complications were reported. Patient status is listed as stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Initial examination noted that only a portion of the device measuring approximately 174 mm in length with the proximal portion of the balloon attached was returned for analysis. It was noted that the shaft of the device had been severed at approximately 45 mm proximal to the proximal transition zone. It was noted that the balloon material was torn circumferentially at approximately 30 mm distal to the proximal transition zone. The single lumen shaft was severely stretched. The distal radio opaque (ro) marker band is free moving along the single lumen shaft. The distal bumper tip is intact. The distal portion of the torn balloon material was returned detached from the distal tip and is bunched up in appearance. Examinations can verify that the distal balloon sleeve was intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the device was not used per the directions for use / product label as the complaint report states that the balloon material of the device was inflated past its rated burst pressure. (B)(4).

Event description:
It was reported that during an angioplasty of a fistula a balloon rupture and balloon material detachment occurred. A mustang balloon 8.0x40mm was used to treat the fistula. The balloon was inflated to approximately 28atm (above rated burst) and ruptured. The physician experienced difficulty removing the catheter and some of the balloon material detached in the patient. A snare was used to capture the detached fragments of the balloon. The balloon and its detached part were removed through a large sheath. No further complications were reported. Patient status is listed as stable.